Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential over-sensing resulting in phrenic nerve stimulation. The patient was noted to be belching and having hiccups. Programming changes were made. The patient was stable.